Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 75 mg/dl. The customer was assisted with troubleshooting. The customer stated that the reservoir tubing had stopped working, and the customer was doing the self-test and insulin pump had no delivery alarm. The customer stated that the insulin pump had second occurrences of hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures error alarmed during self test and the motor arm cannot communicate with the main arm followed by a hardware low level failures error due to broken trace on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error. No unexpected no delivery alarms or insulin flow blocked alarms noted during testing.